Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02dec2019.

Event description:
The customer reported the unit's main indicator was not showing and the unit was also showing high oxygen. There was no patient involvement. The support service performed an evaluation and confirmed the reported problem. The support service then replaced the power switch overlay to resolve the main indicator issue and calibrated the oxygen cell for the high oxygen (o2). The unit was repaired to specified requirements and passed performance verification successfully.